Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/9/2020. A manufacturing record evaluation was performed for the finished device plh914, and no non-conformances were identified. Additional h3 investigation summary: it was reported performance fraying suture intra-op. It was received for analysis an opened box with four unopened samples of product code m8709, lot plh914. The complaint sample was not received. During the visual inspection of four representative samples, no defects were found on the packages. The samples were opened and contain four strands per packet. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or fraying suture was observed. A tactile test was performed to strands and no damaged or fraying could be detected. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to visual inspection of the samples received no performance fraying suture intra-op were observed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery procedure on (B)(6) 2020 and suture was used. During the procedure, the suture was shredding. There were no adverse patient consequences reported. No additional information was provided.